Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation of biofilm was stuck in the biopsy channel was not confirmed. Based on the results of the investigation, the foreign material could not be identified, and it is likely that the foreign material may not have been removed because reprocessing was not conducted properly due to tear marks in the biopsy channel. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited foreign material exiting from the channel including auxiliary water channel. There is some bio film stuck in the biopsy channel. The issue occurred during an unknown event. There were no reports of patient harm.